Event description:
It was reported by the eye care professional (ecp) on (B)(6) 2015 that the patient developed an acanthamoeba corneal ulcer after using a new lot number of daily disposable contact lenses. The patient denied any mis-handling of the contact lenses such as using tap water to clean the lenses/showering, swimming with the lenses, or sleeping with the lenses/overusing. The ecp noted that it was a very severe and potentially blinding infection, requiring intense medical therapy at the time and will probably require a corneal transplant in the future. Additional information received on (B)(6) 2015 from the ecp via an adverse event (ae) form which stated that the date of the event was (B)(6) 2015. A culture was performed and the results showed positive for acanthamoeba. The patient experienced severe pain/discomfort and redness in the right eye, as well as mucopurulent discharge and severe anterior chamber reaction. The location of the ulcer was central and the size is 6.8 mm. Ring infiltrates (unspecified how many) were present and were also centrally located. Severe corneal staining over more than 50% of the cornea was noted. Permanent scarring was also noted. The diagnosis was acanthamoeba keratitis. Medications prescribed were chlorhexidine drop, phmd drops, ketoconazole po, cyclopentolate drop, and meloxicam po. The next follow up was scheduled for 04/21/2015. Best corrected visual acuity (bcva) prior to the event was 20/20 and at the time of this report, the bcva was hand motion only. The event is still ongoing at this time. Additional information has been requested, but not yet received.

Manufacturer narrative:
The complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no nonconformities or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).